Event description:
It was reported that the pump indicated a data log corruption. The customer's blood glucose level was 185 mg/dl. A replacement pump was arranged to be sent to the customer, who will continue using their current pump for backup therapy.